Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok. (B)(4).

Event description:
It was reported that, after an ins replacement in (B)(6) 2011, abnormal impedance readings of >2,000 ohms were seen on electrode 3. The patient felt uncomfortable with the ins. Therapeutic effect was still good. The ins/extension connection was checked. It is unclear if an additional surgical procedure was needed. When the ins and extension were reconnected, impedances returned to normal range. At the patient's request, the ins was replaced.